Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak after an implant procedure was reported to abbott. The patient contacted the rep and reported having a headache, nausea, and vomiting. Patient went to the ER. The physician was called and notified of the patient's complaint. Patient was evaluated and treated in the ER per patient¿s verbal report & physician. Symptoms resolved. The devices were not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Event description:
It was reported that the patient had an implant done on (B)(6) 2023. The patient called their local company representative on (B)(6) 2023 reporting a headache, nausea, and vomiting. Patient went to the ER. The physician was called and notified of the patient's complaint. Patient was evaluated and treated in the ER per patient¿s verbal report & physician. Symptoms resolved.